Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory, had a monitoring voltage of 2.55 volts. Technical service (ts) recommended monthly follow-up visits. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.